Event description:
It was reported that at the patient¿s last refill in (B)(6) of 2013 the patient was told by her health care provider that the pump needed to be replaced. The patient had not heard any alarms. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).